Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of sys error 322 which was reproduced. Sys error 322 was confirmed and caused by loose upper latch switch bracket screws. This would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.